Event description:
Client experienced difficulty during catheter removal at home due to balloon deflation failure. The nurse was unable to safely remove the catheter, prompting hospital transfer. At the hospital, attempts to deflate the balloon were unsuccessful. The catheter was ultimately snipped but did not drain. Ultrasound-assisted removal was required, during which the client experienced significant pain. Approximately 60cc of fluid was found in the balloon.

Manufacturer narrative:
Client experienced difficulty during catheter removal at home due to balloon deflation failure. The nurse was unable to safely remove the catheter, prompting hospital transfer. At the hospital, attempts to deflate the balloon were unsuccessful. The catheter was ultimately snipped but did not drain. Ultrasound-assisted removal was required, during which the client experienced significant pain. Approximately 60cc of fluid was found in the balloon. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Update to h6. After further investigation, it has been determined that the investigation involved trend analysis and an analysis of production records. The investigation found a malfunction without a conclusive finding and a cause was not established. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.